Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, prior to a tumorectomy, the navigation system would not boot up as the monitor displayed there was "no video detected." Additionally, it was reported that the navigation system was unresponsive and did not progress to the login screen of the software. Shutting down the computer and restarting it restored functionality. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis could not determine the root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.